Manufacturer narrative:
(B)(4). This reported issue was confirmed. Per the complaint information the cause was determined to be use error, as the patient did not follow proper therapy steps. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during fill 4 of 4, the home patient (hp) revealed that she had disconnected an empty heater bag and replaced it with a new bag. The baxter technical service representative (tsr) explained that the bag should not be replaced. The tsr then assisted the hp with end of therapy early procedure and advised to notify the nurse of the missed therapy. There was no patient involvement and there was no patient injury or medical intervention was reported. During a follow up with the hp regarding replacing bags during therapy, it was revealed that the issue was resolved, and added that she had learned from her mistake. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No further information was provided.